Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed tricuspid regurgitation (tr) for a triclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, a triclip was successfully implanted. During deployment sequence of second triclip, difficulty was encountered while grasping and capturing the leaflets. Multiple grasping attempts contributed to leaflet damage. As a result, the procedure was terminated with removal of clip from the anatomy. The tr remained unchanged post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.